Manufacturer narrative:
Product ID 97740, serial# (B)(4); product type programmer, patient product ID 9 7754, serial# (B)(4); product type recharger product ID 39565-65, serial# (B)(4), implanted: 2013 (B)(6); product type lead. (B)(4).

Event description:
It was reported that the patient¿s battery was ¿bad¿ and had to be regulated. The healthcare provider (hcp) was not familiar with the spinal cord system (scs) and did not provide further information on what was wrong with the therapy/system. The hcp noted they met with a patient and manufacturer representative (rep) but that did not resolve the issues the patient was having so they needed to set up another appointment. They had a ¿bad¿ battery since 2014 and they met with the rep and that did not resolve the issue on (B)(6) 2015. It was then reported that one of the rep¿s got a call about the patient from the clinic a couple of weeks prior asking for an appointment. The rep spoke with the patient¿s daughter and asked them to call when an appointment was set so the rep could be there. There were no issues reported to the rep and they never heard anything back from the patients daughter; the patient did not speak english. They had no other information on the patient.